Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A device history review confirmed that no abnormalities were reported with this product during manufacture.

Event description:
It was reported that the black suture passing mechanism on the insertion handle broke making it unable to pass the suture through the anchor. Procedure was completed using an alternate method/device.